Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process with multiple cartridges. There was no adverse impact to customer's blood glucose level. The customer reinserted the syringe needle into the septum and was able to successfully fill the cartridge.